Event description:
It was reported that the filter was placed via a femoral approach, supra renal in a pregnant female. The filter was not tilted at the time of placement. It is noted that the filter has since migrated down, is severely tilted, embedded in the ivc wall, and has a filter limb possibly fractured and located in an adrenal vein. The filter remains in the patient as the physician has been unable to remove the device.

Manufacturer narrative:
DHR could not be reviewed as the lot number is unknown. The filter was not returned for the evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to the event. The results of the investigation are inconclusive and the root cause is unknown. Despite repeated attempts for additional information, no additional information is available at this time. The distance of the alleged migration is unknown. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The current IFU (information for use) on potential complications states: filter fracture is known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.